Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an amplatz wire was used in kidney during a procedure on (B)(6) 2022. During the procedure, the guidewire uncoiled and coilwire broke. The physician was able to grasp the detached portion and removed it from the patient. There were no patient complications reported as a result of this event. The patient's condition was reported to be doing fine.

Event description:
It was reported to boston scientific corporation that an amplatz wire was used in kidney during a procedure on march 23, 2022. During the procedure, the guidewire uncoiled and coilwire broke. The physician was able to grasp the detached portion and removed it from the patient. There were no patient complications reported as a result of this event. The patient's condition was reported to be doing fine.

Manufacturer narrative:
Block h6 (device codes): device code a0501 captures the reportable event of coilwire broken. Block h10: the returned amplatz super stiff was analyzed. The guidewire tip was damaged, detached and stuck inside of flexima catheter. During product analysis, the guidewire unraveled. The coiled wire was found stretched and kinked along the distal end section and the corewire and coil were detached from the distal end. The reported event was confirmed. Based on the condition of the returned device, engineers determined that the problem observed is possibly due to the customer applying excessive force when trying to advance/release the device. This caused the guidewire to get damage at distal end section. In addition, the device was dimensional tested and the results were within specification and it was unloaded without issues from the stent. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on event which led to the reported event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.